Event description:
It was reported the patient had stimulation in the wrong location. The patient had been reprogrammed once since implant and they now need further reprogramming for the correct location. Stimulation was not targeting high enough on the right leg and it needed to be higher. Follow up with the patient¿s healthcare professional (hcp) indicated the cause of the event was not determined and reprogramming was needed. The patient had experienced a gradual loss of therapeutic effect. The patient had not loss stimulation. A surgery to revise the lead was done on (B)(6) 2015. Following the revision the patient had a 50 percent or greater symptom reduction and they had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).